Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
It was reported by the customer that a medical assistant was accidentally stuck with a contaminated needle. Despite using the correct capping technique, the needle managed to pierce through its cap.

Event description:
On (B)(6) 2025, we received 15 samples returned by the customer, conduct an investigation on the returned samples.

Manufacturer narrative:
The returned samples of the same lot of this event were received. The test results met the specification. The complaint can't be confirmed by the returned samples. The root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.